Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure with intraocular lens implant (iol) there was low aspiration. There was instability of the anterior chamber and the posterior capsule tore. The surgeon performed an anterior vitrectomy. The surgeon implanted the iol in the sulcus.

Manufacturer narrative:
The customer reported that on (B)(6) 2017 (during a cataract case) a posterior capsule (pc) tear occurred after the chamber was unstable in the right eye (od). An unplanned anterior vitrectomy was completed. The surgeon reports that a +3 (nuclear sclerotic) senile cataract was diagnosed in the od. The left eye is pseudophakic as of 2008. The patient has a medical history of high blood pressure. Surgical data: during the case the surgeon stated that there was low to no aspiration, the chamber shallowed and a pc tear occurred. The pupil was dilated at 6 millimeters and the incision was made at 180 degrees. Viscoelastics were used and the pc tear occurred in the lower-inner quadrant of the right eye. An acrylic monofocal intraocular lens implant (iol) was placed into the sulcus. The ophthalmic viscoelastic device (ovd) was removed. The pre-operative and post-operative visual acuity was not recorded as it was illegible when being translated. There was no sign of retinal detachment (rd) or posterior sub capsular opacification (pco). There was no post-operative information made available for review. A posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system operator¿s manual contains instructions for proper prime and setup. The graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. With no additional, related information provided, the customer reported event were not able to be confirmed. The system was manufactured on august 9, 2016. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).